Event description:
Patient reported "change in therapy effect." He "doesn't feel like pump is working correctly." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).